Event description:
It was reported that an insertable cardiac monitor (icm) experienced oversensing of t-waves and intermittent undersensing of r-waves as per the presenting electrocardiogram. The last false-positive tachycardia with oversensed t-waves occurred on (B)(6) 2025. Remote programming was conducted on (B)(6) 2025, which extended the blank after sense from 250ms to 300ms. There was a discussion about the option to program sensitivity back to 0.035mv due to the intermittent undersensing of r-waves and sensing of t-waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.